Manufacturer narrative:
(B)(4). On an unreported date, antibiotic therapy was completed. On an unreported date and after an unknown number of days of hospitalization, the patient was discharged. The patient was recovered from the previously reported peritonitis event (previously, the outcome was not reported), was doing well, and the peritoneal effluent fluid was clear. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. On the same day as onset, the patient was hospitalized for the event and was treated with vancomycin injection (1 gram) intraperitoneally for five days and tazar injection (4.5 grams, twice a day) intravenously (IV). At the time of this report, the treatments with vancomycin and tazar were ongoing. The outcome of the peritonitis event was unknown. Dianeal therapies were ongoing. No additional information is available.